Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and confirmed the malfunction. The cse replaced the gui central processing unit (cpu). The device passed all calibrations, short self-test, extended self-test (est) and performance verification testing (pvt) and is performing according to manufacture specifications. In the event that additional info is obtained, a supplemental report will be submitted. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator's graphical user interface (gui) failed the power on self test (post). No pt involvement was reported. The date of the event is unk. There is no additional info is available at this time.